Event description:
Related manufacturer reference number: 2017865-2022-19877. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, under sensing, and p wave amp variation on the atrial (ra) lead. Device interrogation revealed failure to capture, under sensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that a fluoroscopy discovered the atrial (ra) lead was dislodged. The physician elected to explant and replace the ra lead. Patient stable before, during and after procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, p-wave amplitude variation and undersensing. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.